Event description:
Rn discovered crystallized solution on the inside tube of the infusor upon return to clinic for follow-up after day 7 of treatment. Suspect pinhole leak in bladder. Contents = 5fu -3150mg -63ml- and sodium chloride 0.9% 32ml.